Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Initially, it was reported that a force sensor error was observed and no force records at all. The physician used another product of the same type to complete the procedure. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 15-oct-2024, a hole on the surface of the pebax section was observed and a foreign material was inside it. This was assessed as MDR reportable with an awareness date of 15-oct-2024.

Manufacturer narrative:
E 1. Initial reporter phone: +(B)(6). The device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish foreign material inside the tip. The magnetic and force feature were tested, and the force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under a microscope and a hole on the surface of the pebax section was found and there was foreign material inside it. A manufacturing record evaluation was performed for the finished device number lot 31313619l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been updated on 27-dec-2024 as follows: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish foreign material inside the tip. The magnetic and force feature were tested, and the force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under a microscope and a hole on the surface of the pebax section was found and there was foreign material inside it. A manufacturing record evaluation was performed for the finished device number lot 31313619l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).